Manufacturer narrative:
Evaluation summary: at the visit on site the field service engineer (=fse) checked the device and could not reproduce the issue. The cuts in test discs were completed. No material was returned for evaluation. The clinical review of the treatment report does not depict any indications as of the cause of the event. The log file review for (B)(6) 2015 shows the vacuum, energy and the ablation tests were performed without any issues. Five treatments were completed successfully. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause could not be identified conclusively, because the device meets specification. Potential root cause is user handling (patient head positioning). (B)(4).

Event description:
A nurse reported that during the flap creation of a bilateral lasik procedure the crescent flap was missing at the 12 o'clock position and the flap could not be opened correctly. The flaps, despite of the incomplete cut, could be lifted enough to perform the treatment with the laser in the optical zone. No impact on the outcome of the patient was reported. This is one of two reports being filed for this facility. This report is for the patient's left eye.